Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 at 1:30 am for a high blood glucose level and ketones. The customer's blood glucose level was unknown. The customer stated that they had a no delivery alarm. The customer declined trouble shooting. The customer was assisted with assisted with trouble shooting and does not want to return the reservoir set for analysis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.